Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an error which prevented the system from fluoroing and the table from moving. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.